Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had experienced high blood glucose. The customer¿s blood glucose level was 552 mg/dl, 190 mg/dl and 112 mg/. The customer was treated with pump. The customer reported that the insulin pump delivery was stopped. The customer was advised that active insulin will go down over time. The insulin pump will not be returned for analysis.